Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The returned device data have been evaluated thoroughly. The evaluation of the returned ECG confirmed the clinical observation from (B)(6) 2021, ineffective ventricular stimulation was documented. The nightly rv threshold measurement around that day, however, determined a threshold of approximately 2.7 v. As the statistics were restarted on february 11, 2021 no further data is available from (B)(6) 2021. Based on all data available the root cause for the clinical observation was not determinable. Should additional relevant information become available, the investigation will be updated.

Event description:
Autocapture algorithm in the rv did not provide pacing for pacemaker dependent patient although output and safety margin were appropriately programmed in relation to rv threshold. At the time the patients intrinsic rate was less than 30 bpm and the patient fainted.